Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress such as excessive stress applied to the equipment while it was bent, bending operations performed with excessive force, fatigue failure due to repeated angle operations, and breakage due to deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited no angulation due to the angulation rod being stuck. There was no patient involvement.